Event description:
It was reported that the atrial lead had an episodes of inappropriate mode switch due to atrial noise. Increased impedances were also noted since the patient's last follow-up in the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.